Event description:
The customer, who lives in the (B)(6), reported through medela's u.s. Website that she bought a manual breast pump, but found it to be too slow and too difficult to operate. She purchased an electric breast pump, but then got "very bad mastitis as a result of the vacuum not emptying the breasts properly." She reported that "for some reason I have to turn it off several times while pumping due to the fact that the milk goes into the plastic tubing and the only way to release the milk from the tubing is to blow down one end of it." She stopped using the electric breast pump and began using a hospital-grade breast pump.

Manufacturer narrative:
Customer service e-mailed the customer, troubleshooting tips for milk backup and referred the customer to local support if she needed a replacement pump or parts/accessories. The customer responded that the troubleshooting tips did not resolve her issue. In follow up, the customer indicated that she was diagnosed with mastitis by multiple healthcare providers and was prescribed numerous courses of antibiotics. She continued to experience mastitis even after switch to a hospital-grade pump (refer to separate medwatch filing) and out of the 12 weeks since her son has been born, she was on antibiotics for 10 of them. She indicated that the mastitis has not yet been resolved. Clinical staff is continuing to get in contact with the customer and this customer's issue has been brought to the attention of the medela office in (B)(4) so that it can be worked toward resolution. "Mastitis is usually a benign, self-limiting infection, with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis." ["Breastfeeding and human lactation" (riordan and wambach, 4th edition, page 294)]. Because the pump has not been received and tested / analyzed, a conclusion as to the cause of the issue cannot be determined. Should additional information or the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed. Complaints will be monitored for similar issues and a CAPA will be initiated as necessary.